Event description:
A us distributor reported that a monitor case was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with a belt. The monitor's electrode receptacle plug was pulled slightly from connector. The j1001 connector on the ca board was damaged. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the damaged monitor.